Event description:
It was reported that shaft break occurred. The patient underwent a therasphere administration where a direxion was selected for treatment. During the procedure, the physician noticed that a part of the catheter had snapped in half and was only hanging on by a thread. The device was removed and replaced for another of the same model to complete the procedure. There were no patient complications reported.

Event description:
It was reported that shaft break occurred. The patient underwent a therasphere administration where a direxion was selected for treatment. During the procedure, the physician noticed that a part of the catheter had snapped in half and was only hanging on by a thread. The device was removed and replaced for another of the same model to complete the procedure. There were no patient complications reported. It was further reported that a minimally invasive y90 procedure was performed to gain access through the femoral artery in the groin area.